Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, during a changeout procedure that this right ventricular (rv) lead had insulation damage and exhibited lead to header connection issues. Additional information confirmed this lead was able to be repaired and remains in service. No adverse patient effects were reported.